Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during pre-closure technique. Symptoms/ae: none. It was reported that a physician not trained in the use of the proglide device attempted a perclose suture placement technique in the left superficial femoral artery prior to an interventional procedure. Reportedly, a cuff miss occurred with the first proglide device. The vessel was rewired and the first proglide device was removed. A second proglide device was placed successfully in the perclose suture placement technique. After the interventional procedure was completed, hemostasis was achieved with the pre-placed sutures of the second proglide device. There were no reported adverse patient effects. No additional information was available.

Manufacturer narrative:
(B) (4) (used in the superficial femoral artery & physician not trained) - (B) (4). The device was received. Investigation is not yet completed.